Event description:
On (B) (6) 2009 the pt reported experiencing air bubbles in the insulin cartridge of his infusion device. He stated that last night he inserted a new insulin cartridge and primed all bubbles from the system. When he woke up this morning there was a large air bubble in the insulin cartridge. He stated that he allows insulin to reach room temperature prior to use. He properly attaches the infusion tubing and adapter to the insulin cartridge prior to insertion into the infusion device. The pt was not experiencing air bubbles at the time of the report. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.